Event description:
It has been reported that during the pt's transport the fowler cylinder did not support the fowler. The pt attempted to lean back and the fowler did not stay upright. No adverse consequence alleged.